Event description:
I had it put in 2006. I had pain on my pelvic bones. It kept getting worst-more severe. The tvt was attached to my pelvic bone. I went to 5 different doctors to get help with the pain. None could help. Yesterday, I had surgery and they had to remove (2) 1 inch pieces from my pelvic bone on the right and left side. The main issue is the piece of tvt are at the hospital and I want to pick them up. It's a fact that plastic is leaking chemicals into our bodies. My doctor told me I could pick them up. He didn't have problem with me picking them up, but the hospital did - they wouldn't allow it. I called the pathology dept and they said they can release the pieces to the FDA, but not to me. FDA notified the manufacturer. If plastic is breaking down inside of people, the FDA can test it. The doctor knows I wouldn't be able to do it. I hope the FDA will act quickly to retrieve the tvt pieces to test the plastic. I am not allergic to plastic. When something is dangerous or noxious I'll know before anyone else. They said they will probably not do anything. Laboratory director - pathology dept.